Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that he needs a new ins because his ins "went bad". The patient said his implant is not working because the patient programmer won't bring up the lightning bolt. It was reviewed the device longevity of a rechargeable ins is 9 years (with proper charging), the patient has had their device for 8 years. The patient said he talked to his doctor's office about it and they told him to call the manufacturer. The patient did not have access to equipment, so troubleshooting could not be done. No further complications were reported. No patient symptoms were reported.